Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain. On an unknown date, the patient began gentamycin (4mg/ l of psd) and ciprofloxacin (500mg, bid). The cause of the peritonitis was a break in aseptic technique. Pd therapy was ongoing as well as gentamycin and ciprofloxacin. The peritonitis was ongoing and improved. The outcome for the event of break in aseptic technique was unknown.